Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold and opening on posterior. A visual and microscopic analysis was performed which identified: striated opening on posterior. Base on the device analysis the final assessment is: striated opening assessed as surgical damage. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30002310 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of mar- 2020 through feb- 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and rupture.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported "questionable infection." Device has been explanted.